Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity. It was reported that the pump malfunctioned and they ended up in the ER. The issue occurred ¿maybe 15-20 years ago¿ prior to the call date of (B)(6) 2019. There was no out of box failure reported and there was no medical/therapy problem related to the small components product. There were no further complications reported/anticipated. Refer to related pe (B)(4) (given wrong dosing) for omitted information.